Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Pre-procedure imaging analysis indicated that the patient's aortic anatomy (diameter and angulation) was outside the treatment range for the device. The physician elected to proceed with a planned 'snorkel' technique of the renal artery with positioning of the stent graft sealing rings just below the renal arteries. The final angiogram showed the presence of a type ia endoleak that did not resolve with ballooning. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Device remains implanted.